Manufacturer narrative:
Exemption number e2014039 - ldr spine USA, inc. (Importer) is submitting the report on behalf of ldr medical (manufacturer). The report indicates the patient was treated at 4 levels, c3-c7 for cervical stenosis and myelopathy with peek cages for fusion. The patient had symptoms of left arm and neck pain and deltoid weakness. Large osteophytes and severe stenosis were reported and x-rays showed collapsed disc spaces. One week following the fusion surgery, the patient continued to have neck and arm pain and deltoid weakness. The surgeon decided to remove the two middle peek cages (same lot#s) at levels c4/5 and c5/6 to ensure the discectomies were complete and thorough, and placed new peek cages of the same size into the disc spaces. Review of the initial and revision post op x-rays show well-placed cages and anchor plates. The patient still reported neck and arm pain, and deltoid weakness. The surgeon is continuing patient follow up. There is no evidence to indicate a device issue. Disposed by hospital.

Event description:
Revision surgery 1 week post initial implantation to remove and replace the middle 2 peek cage devices of a 4 level fusion from c3-c7 due to patient continued pain.